Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in the clinic for follow-up. Sensing anomaly and no capture was observed. X-ray revealed rv lead dislodgement. The lead was replaced when repositioning was unsuccessful. Patient was stable throughout the procedure. Lead will not be returned.